Event description:
The manufacturer received a work order reporting that a DS2Adv Auto CPAP device's main PCA board was found to have thermal damage. There was no report of serious or permanent harm or injury. There was no report of medical intervention.The device has not yet been returned to the manufacturer for evaluation. If any additional information is received, a follow-up report will be filed.